Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a ruby coil to the target vessel using the lantern; however, the ruby coil was not taking its intended shape in the target vessel. After approximately half of the ruby coil had been retracted out of the lantern, the ruby coil became knotted and unintentionally detached. Therefore, the lantern containing the detached ruby coil was removed from the patient. It should be noted that there was no reported damage to the lantern. The procedure was completed using non-penumbra coils (tornado pushable). There was no report of an adverse effect to the patient.